Event description:
Device malfunction: unknown. Time of malfunction: after vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the starclose se device attempted arteriotomy closure of the left common femoral artery after a diagnostic procedure. Reportedly, after uneventful clip deployment, pulsatile blood flow continues at the access site. The device was removed and manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The lot number was provided. A review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant information.